Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined although the customer lost power during the event. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was not performed for this procedure: there is insufficient or unconfirmed product/event information. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted right hemi-colectomy procedure, while a vessel sealer extend (vse) instrument was in use to control a bleeding issue, the e-100 generator power cord was pulled out of its wall outlet. The bleeding was controlled by the surgeon switching from the vse to a left-handed bipolar instrument that was installed at the time onto another universal surgical manipulator (usm). The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted right hemi-colectomy procedure, while a vessel sealer extend (vse) instrument was in use to control a bleeding issue, the e-100 generator power cord was pulled out of its wall outlet. The issue occurred when the vision side cart (vsc) was moved closer to the surgical table to allow more slack to the vse cord, which caused the e-100 generator power cord to pull out of the outlet it was connected into. The source of the bleeding was from vessels in the mesentery while dissecting to create the window going towards the liver. The estimated blood loss amount was negligible. The bleeding was controlled by the surgeon switching from the vse to a left-handed bipolar instrument that was installed at the time onto another universal surgical manipulator (usm). The e-100 generator power cord was plugged back into the wall outlet and the vse continued to be used during the procedure. The procedure was completed with no injury or harm to the patient. The patient has been discharged. The e-100 generator is situated on the vsc. However, the vsc must be moved toward the surgical table at times to provide slack to instrument cords during procedures. The e-100 generator power cord will unplug due to the moving of the vsc but also when the adjacent co2 tanks are switched out between cases as the generator power cord hovers in the air between the vsc and the wall outlet. The site's operating rooms were arranged prior to the introduction of the e-100 generator, therefore, changing the operating room set-up would be inconvenient for performing surgeries. Due to the arrangement of the operating room, outlet locations, and running the 8-foot-long generator power cord down the back of the vsc (where it loses 3-feet of length), the remaining 5-foot-long e-100 generator power cord hovers in the air between the outlet and the vsc.